Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was to have a continuous drainage of the lumbar cistern due to cerebrospinal fluid leakage after pituitary adenoma surgery. The reported device was used; however, leakage of the lumbar spinal canal preperfusion was found during the operation. The system was replaced with a new one to complete the operation. No adverse conditions after the surgery. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Approximately 80 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.